Event description:
It was reported that the patient had "lost pain relief". The hcp experienced difficulty aspirating fluid through the catheter access port. The catheter was found to be "out of the intrathecal space". The catheter was repaired. The patient outcome was unknown.

Manufacturer narrative:
Results - used for the catheter.